Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, an abrupt temperature change to the pump had occurred prior to the occlusion alarm declaring. The customer's blood glucose level was 121mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump. By the end of the report, the customer had successfully resumed insulin deliveries.